Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage could not be determined. The download data was unable to be retrieved from the device. All three batteries were measured to be lower than expected. The device was connected to an external power supply. Further attempts to retrieve device data were unsuccessful. Inspection of the pcb assembly found no damages or deficiencies. Investigation of the device found no other damages or defects.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a new pod was applied.